Event description:
Per operative report: the pt experienced anemia 2 wks after valve replacement, for which pt rec'd 2 units of red blood cells. A tee showed a posterior periprosthetic leak. There was no endocarditis. The valve was well secured, except for three sutures extending from 3 to 6 o'clock. The sutures had pulled through the posterior mitral annulus. The valve was replaced with sjm 33mecj-502.

Event description:
In 2000, they implanted a 33 mm mitral st. Jude medical mechanical heart valve sjm master series (model 33mecj-502). The pt had a history of severe mitral valve prolapse. In 2000, they explanted this valve due to paravalvular leak with hemolysis as confirmed by transesophageal echocardiogram. According to the operative report, a month after implant, the pt presented with unexplained anemia and a hematocrit of 20 percent. The pt was given two units of red blood cells; however, a few days later he experienced shortness of breath with tachycardia. He was diagnosed with pulmonary edema and diuresed. At explant, the valve was noted to well secured, except for three sutures extending from approx three o'clock to six o'clock. At the suture in approx the four-thirty position, the sewing cuff was "bleached white from blood flowing along the dacron", and the other two sutures were "somewhat loose". The sutures had pulled through the mitral annulus; however, they remained attached to the anterior leaflet of the mitral valve which had been "reflected in two halves posteriorly to preserve the subvalvular mechanism". Gram stain showed a few white cells with no bacteria, and there was "absolutely no evidence" of periprosthetic abscess. A 33 mm mitral st. Jude medical mechanical heart valve sjm master series (model 33mecj-502) was then implanted. According to the surgeon, there was no "prosthetic problem" and the pt was "doing well" postoperatively. No additional info was available.